Event description:
The occurrence took place 4/22/94, at approx 1710. The pt's sister-in-law was feeding pt, she choked and apparently aspirated. Pt was suctioned approx 850 cc and the suction stopped. The suctioner was observed not fully expanded. All seals and tubing intact. Liner replaced and immediately suctioning continued. The pt began vomiting; ng tube placement attempted, but due to pt thrashing around, not able to accomplish. Pt coded and expired at 1750. Presumed cause of death was aspiration pneumonitis. Unable to determine what degree the questionable device malfunction contributed to the pt's death. Autopsy performed, report pending.